Event description:
It was reported that the "pump not primed" error message displayed on the tcm during set up. Also, the machine runs then shuts down. No patient injury was reported.

Manufacturer narrative:
The field service representative found that pressure switch was completely scaled over. This was due to lack of preventive maintenance. The switch was changed out. This report is being submitted to the FDA as a result of a retrospective review of product complaints.